Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause was undetermined.

Event description:
It was reported that a system error (se) 2240/2367 (air in set) alarm occurred during the initial drain on the home choice (hc). No reason was determined for the alarm message. The home patient (hp) was advised to start over using new supplies and to inform their nurse. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Following completion of evaluation, or if other additional relevant information becomes available, a follow up MDR will be submitted.